Event description:
This notification is being reviewed due to a device being returned to a third-party service center and during the visual inspection, the inspection found no evidence of foam. There was no serious patient harm or injury. There was no medical intervention reported. The device was not in patient use. There was no patient harm or injury associated with this notification and no increased risk to the intended user. Based on the information available, no MDR will be filed. If upon further evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date if a reportable issue/malfunction is identified.